Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material #: 302830 batch#: 4059818.' It was reported by customer that box of syringes in pharmacy had several without markings on the actual barrel of the syringes. 20ml leur lock syringe 7 total. Complaint received via email(s) attached. Box of syringes in pharmacy had several without markings on the actual barrel of the syringes. 20ml leur lock syringe 7 total.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported there were no markings on syringes. To aid in the investigation, eight samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and the syringe barrels have the scale printing missing. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302830, lot 4059818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. This lot meets bds acceptance criteria. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material #: 302830 batch#: 4059818 it was reported by customer that box of syringes in pharmacy had several without markings on the actual barrel of the syringes. 20ml leur lock syringe 7 total. Verbatim: complaint received via email(s) attached. Box of syringes in pharmacy had several without markings on the actual barrel of the syringes. 20ml leur lock syringe 7 total.